Manufacturer narrative:
On 6/8/2015, we were notified by st. Jude medical that this lead was capped on(B)(6) 2015. The ICD was replaced at the same time as well to prevent another surgery in the near future. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead shock impedance is measuring greater then 150 ohms in both shocking configurations. There is slight noise on the far-field channel. The lead remains implanted.